Manufacturer narrative:
Clinical evaluation performed by medical affairs director on (B)(6) 2017: 4.5 years after primary cementless double mobility tha the patient suffered a periprosthetic fracture, supposedly due to a traumatic event, which caused subsidence of the femoral that needed replacement. This adverse event does not seem to be in any way related to a faulty device. Batch review performed on 05 january 2018: lot 130049: (B)(6) items manufactured and released on 28 march 2013. Expiration date: 2018-02-28. No anomalies found related to the issue. To date, all the items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of instability. The surgeon determined that he stem had subsided over time due to a fracture of the femur during the primary. Revision surgery was performed on (B)(6) 2017.